Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 63 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 63 reported complaints with device returns: 37 were resolved with a non-return valve (nrv) assembly replacement; 7 were resolved with a pneumatic block (pb) assembly replacement; 18 were resolved with a device software upgrade; 1 was resolved with a non-return valve (nrv) assembly and sensor board replacement. All devices were serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
This report summarizes 63 malfunction events where it was reported to resmed that astral 150 devices failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of these incidents.